Event description:
Information was received from a manufacturer's representative (rep) via an unknown friend/family member/healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The rep reported the patient's family member reported that the ins was making a beeping noise. The caller was not with the patient and troubleshooting was not possible. Technical services (tss) reviewed information about device function. The caller will follow-up with the patient's healthcare provider (hcp). Additional information was received from manufacturer representative (rep) who reported that the family states there is a beeping noise but they are not sure where it is coming from. The rep confirmed with technical support that the implantable neurostimulator (ins) cannot make an audible noise and this information was communicated with the patient and family. The rep noted the information was reported to them by the healthcare provider's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.